Manufacturer narrative:
Evaluation of the returned midway 43 delivery catheter (midway 43) confirmed a fracture on the distal length. Evaluation revealed stretching at the fractured location. If the midway 43 is retracted against resistance, damage such as stretching and a subsequent fracture may occur. Based on the reported complaint, the root cause of the resistance could not be determined. Further evaluation of the midway 43 revealed kinks along the catheter and unwound coil winds wrapped around the returned non-penumbra guidewire. This damage was incidental to the complaint and may have occurred during removal from the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a midway 43 delivery catheter (midway 43), ruby coil xls, and packing coil xls. Multiple coils were placed in the target location. Upon removal of the midway 43, it was noted that the distal end was damaged and fractured. It was reported that the fractured segment of the midway 43 was within the aorta. The physician decided to leave the fractured segment in place as it was deemed not harmful. The procedure was considered completed.